Event description:
After a total hip arthroplasty procedure performed utilizing the aquamantys system, the staff identified that there were 4 raised welts that appeared to be burns on the patient¿s right hip near the return pad that was in place for a different machine used for the procedure. The welts had white centers and were in an l-shape that was 7 cm long by 10 cm wide. There was reportedly no redness under the return pad. The source of the welts is unknown; however, customer believes that the saline may have inadvertently dripped onto the patient between uses at the surgery site. Patient was seen post-op for a wound consult where the wound team performed skin prep, continued dressing changes, and wound re-consult.

Manufacturer narrative:
Product event # (B)(6) eval code method: facility disposed of device. Device is not available for return and inspection. Eval code results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.